Event description:
A general report was received regarding plum a+ pumps sliding down the IV poles and catching the employee's hand between the pump and the bed. The customer contact reported that with the pole clamp knob being located on the left side of the pump, their right-handed employees are having difficulty using their left hands to secure the pumps to the IV poles while holding the pump with their right hands. There was no reported patient involvement. Multiple unsuccessful attempts were made in order to obtain specific event or employee information.